Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an air gap was observed along the infusion set tubing. The customer's blood glucose level was 244 mg/dl. Reportedly, the customer was not able to prime the tubing. Tandem technical support instructed the customer to changed the cartridge, the customer declined further trouble shooting from tandem technical support regarding this event.